Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a malfunction in the imaging unit. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. In addition, the following reportable malfunctions were identified during the device evaluation: the tip cover is scorched, burn marks are observed on the tip cover and the air and water nozzles are corroded. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the tip cover is scorched, burn marks are observed on the tip cover is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Based on the results of the investigation the air/water nozzle has corrosion.is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had noise occurs when torque is applied. The issue occurred during sedation device inside patient for therapeutic type upper endoscopy procedure, which was completed with an olympus back-up device. There were no reports of patient harm.